Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had leaking. They stated that they disassembled the device and observed the tank and felt there was water being ejected from the seals around the tank where the circulation pump and mixing pump. They requested a quote for an assessment and a loaner. Per sample evaluation results on 20sep2024, it was reported that the left middle outer shell to frame nut plat has a broken bolt inside that cannot be removed. Debris found in tank.

Event description:
It was reported that the arctic sun device had leaking. They stated that they disassembled the device and observed the tank and felt there was water being ejected from the seals around the tank where the circulation pump and mixing pump. They requested a quote for an assessment and a loaner. Per sample evaluation results on (B)(6) 2024, it was reported that the left middle outer shell to frame nut plat has a broken bolt inside that cannot be removed. Debris found in tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. Debris was found in the tank. The tank was cleaned of debris. The device passed all applicable testing and is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.